Event description:
It was reported that device entrapment occurred. Percutaneous coronary intervention was performed for an in-stent, chronic total occlusion (cto) lesion in the mid left anterior descending artery (lad). After the cto was crossed with a guidewire, dilation was performed with a 2.00 mm balloon. After dilation, intravascular ultrasound (ivus) indicated a 360-degree calcified lesion with 90% stenosis in the proximal lad, located proximal to the in-stent cto. A 2.50 x 6 mm wolverine coronary cutting balloon was inserted to dilate the calcified lesion. However, the wolverine balloon could not be advanced into the lesion and was instead advanced using a step-by-step gradual technique (graduate pressure during inflation: 12 atm). The wolverine was then inflated at 12 atm from the distal side of the lesion and after dilation, was retracted into the lesion and inflated again. During an attempt to retract the wolverine toward the proximal side of the lesion, the wolverine was noted to be stuck and could not be retracted. The wolverine could still be advanced, however, and was moved to the mid lad. An additional guidewire was inserted. Two semi compliant balloons, 2.00 and 2.50, failed to achieve lesion dilation, so another 2.50 mm balloon was inflated up to 30 atm and adequate lesion dilation was obtained. The wolverine balloon was then carefully retracted and successfully removed. There were no patient complications.